Event description:
Impella device that was placed during an emergent procedure for a myocardial infarction, needed to be removed at a later time due to low degree of functioning. When removed - questionable piece of placement sheath lodged in motor.